Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device displayed elective replacement indicator (eri) prematurely. It was also noted there was a suspected fracture on the pacing lead and high undefined impedance. On the second pacing lead, unstable thresholds and pacing failure were noted. The ipg was explanted and leads were capped. No patient complications have been reported as a result of this event.